Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's ventilation button was not working, and was unable to operate. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator's ventilation button was not working and was unable to operate. An investigation was performed by the customer, and it was determined that the control board was found to be damaged. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer elected to have a device repaired by third party. It was reported that the control panel was replaced to resolve the issue, the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.